Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen sustained a fracture when the patient removed the device from a pocket, resulting in an unusable display and loss of touch functionality; the device was synced prior to shut down, and the pump was no longer watertight, prompting a replacement and advising backup therapy as needed. No clinical symptoms, injury or conditions reported. Outcomes included no health consequences or impact to blood glucose. Investigation of this case revealed a stress-related fracture of the touchscreen and that the cause was traced to user handling. It was concluded, based on previously established findings for similar reports, that the cause was user related.